Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6). Phone was provided as "(B)(6)".

Event description:
The customer received a questionable elecsys hcg + beta test system result for one patient sample. The initial result was 0.177 miu/ml and was reported outside the laboratory. The treating physician complained about the result and the sample was repeated. The repeat result was >10.000 miu/ml and with a dilution was 102384 miu/ml with a data flag. The patient was not adversely affected. The reagent lot number was 15654200. The expiration date was requested but was not provided.

Manufacturer narrative:
The initial MDR included the following information: the repeat result was >10.000 miu/ml. This should have read the repeat result was >10,000 miu/ml a specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Possible root causes include a pre-analytic issue such as poor sample quality, clots, or fibrin which could lead to a pipetting issue or an issue with the instrument. Based on the data provided, a general reagent issue could most likely be excluded. Quality control results on the day of the event were acceptable.